Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified reddish material inside the pebax and a rupture on the surface of the tip area. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the smart touch unidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a rupture on the surface of the tip area. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31253532l number, and no internal actions related to the reported complaint condition were identified. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively established. The force issue reported by the customer was confirmed. The potential cause of the open circuit cannot be established. The instructions for use (IFU) contain the following recommendations: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system prior to use of the force feedback feature. Zero the contact force reading following insertion of the catheter into the patient. The tip electrode and all four ring electrodes on the catheter tip must be outside of the sheath so that the force sensor is inside the body. Ensure the catheter tip is not in contact with tissue by evaluating the location on fluoroscopy and the carto¿ 3 system, the electronic gas measurement (egm) amplitude, and catheter movement. Variations in the force reading at the same rate as the cardiac or respiration cycle may indicate contact with cardiac structures. When these markers indicate the catheter tip is not in contact, the reading can be zeroed. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).